Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, in the patients eye. Several months post-op icl surgery, the lens was reported as having high vaulting and the patient experienced a monocular large pupil. The lens was explanted. Upon investigation, the surgeon discovered the technician had used the wtw from lenstar instead of the caliper measurement he wanted to be used for the calculation, resulting in an icl being implanted that was larger than appropriate. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.